Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 5. Reference MFR. Report#: 1627487-2019-00772, 1627487-2019-00773, 1627487-2019-00783, 1627487-2019-00784. It was reported that the patient was not receiving adequate stimulation. In turn, a representative attempted to reprogramming for adequate therapeutic coverage, but to no "prevail". As a result, on (B)(6) 2018, one of the patient's leads was relocated, and therapy was re-established post-op. It is currently unknown which lead was revised, so all possible devices are being reported.

Event description:
Device 1 of 5 MFR. Reference report#: 1627487-2019-00772. 1627487-2019-00773. 1627487-2019-00783. 1627487-2019-00784.